Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure coils had migrated/ essure migrated to uterus") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 (((B)(6) 2000)), caesarean section, breech delivery, graves' disease, thyroidectomy and dysphagia. Previously administered products included for an unreported indication: yaz in 2012. Concurrent conditions included obesity. Concomitant products included ibuprofen (motrin), levothyroxine sodium (synthroid) since 2008, linaclotide (linzess), liothyronine and paracetamol (tylenol). In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("severe bloating"), menorrhagia ("menorrhagia"), migraine ("migraines"), rash ("rashes/ skin rashes"), mood swings ("mood swings"), the first episode of allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation"), gastrointestinal disorder ("bowel issues") and irritable bowel syndrome ("irritable bowel syndrome"). In 2013, the patient experienced libido decreased ("diminished libido"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), the second episode of allergy to metals ("metal allergies related to the nickel contained in the device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), eczema ("eczema") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies, cystoscopy, removal of skin tag) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, migraine, the last episode of allergy to metals, vaginal haemorrhage, mood swings, depression, eczema, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, constipation, gastrointestinal disorder, irritable bowel syndrome and libido decreased outcome was unknown and the abdominal pain, abdominal distension, headache and rash had resolved. The reporter considered abdominal distension, abdominal pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, gastrointestinal disorder, genital haemorrhage, headache, irritable bowel syndrome, libido decreased, menorrhagia, migraine, mood swings, nausea, rash, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. On (B)(6) 2012, hysterosalpingogram-total bilateral occlusion, first test failed. Second test revealed confirmation of occlusion. Liver, gallbladder and appendix appear normal. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, rash, nickel allergy. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication were added. Events abnormal bleeding (vaginal),mood swings, depression, essure migrated to uterus, eczema and skin rashes, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, bloating, constipation, (severe}, bowel issues, and irritable bowel syndrome, diminished libido were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure coils had migrated") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure. In 2014, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced genital haemorrhage (serious criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("severe bloating"), menorrhagia ("menorrhagia"), headache ("headaches"), migraine ("migraines"), rash ("rashes") and allergy to metals ("metal allergies related to the nickel contained in the device"). The patient was treated with surgery (hysterectomy to remove essure). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, abdominal distension, menorrhagia, headache, migraine, rash and allergy to metals outcome was unknown. The reporter considered device dislocation, genital haemorrhage, abdominal pain, abdominal distension, menorrhagia, headache, migraine, rash and allergy to metals to be related to essure. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-dec-2016: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (seen as genital haemorrhage) amongst non serious events. While performing a hysterectomy to remove the essure devices, the surgeon discovered that one of the essure coils had migrated. Genital haemorrhage and device dislocation are anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the essure coils had migrated/ essure migrated to uterus") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 (B)(6) 2000, caesarean section, breech delivery, graves' disease, thyroidectomy and dysphagia. Previously administered products included for an unreported indication: yaz in 2012. Concurrent conditions included obesity. Concomitant products included ibuprofen (motrin), levothyroxine sodium (synthroid) since 2008, linaclotide (linzess), liothyronine and paracetamol (tylenol). In january 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("severe bloating"), menorrhagia ("menorrhagia"), migraine ("migraines"), rash ("rashes/ skin rashes"), mood swings ("mood swings"), eczema ("eczema"), the first episode of allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation"), gastrointestinal disorder ("bowel issues") and irritable bowel syndrome ("irritable bowel syndrome"). In 2013, the patient experienced libido decreased ("diminished libido"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), the second episode of allergy to metals ("metal allergies related to the nickel contained in the device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies, cystoscopy, removal of skin tag) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, migraine, the last episode of allergy to metals, mood swings, depression, eczema, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, constipation, gastrointestinal disorder, irritable bowel syndrome and libido decreased outcome was unknown and the abdominal pain, abdominal distension, menorrhagia, headache, rash and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, eczema, fatigue, gastrointestinal disorder, genital haemorrhage, headache, irritable bowel syndrome, libido decreased, menorrhagia, migraine, mood swings, nausea, rash, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. On (B)(6) 2012, hysterosalpingogram-total bilateral occlusion, first test failed. Second test revealed confirmation of occlusion. Liver, gallbladder and appendix appear normal. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, rash, nickel allergy quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs received :event outcome recovered/resolved added for events abnormal bleeding (vaginal) and menorrhagia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.